Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned used. The catheter was stretched at the location of the detachment, indicating that excessive force likely contributed to the detachment. The first catheter segment contained the hub. The second segment contained the distal portion of the catheter. A small kink was identified; however after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No signs of a rupture were present on the balloon. Functional/performance evaluation: no functional testing could be performed due to the poor sample condition. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. Based on the sample condition, the investigation is confirmed for a catheter detachment. The investigation is unconfirmed for a tip detachment. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. When back loading the catheter onto the guidewire, support the catheter and ensure that the guidewire tip does not snag or come into contact with the balloon. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Use of the vascutrak pta balloon dilatation catheters: using short advances, advance the catheter through the introducer sheath and over the wire to the site of inflation. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile normal saline, at all times.) If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and slowly inflate the balloon with an inflation device. It is recommended that the balloon pressure be increased 1 atmosphere every 30 seconds until the lesion is effaced or the rated burst pressure is reached. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment, the distal tip of the pta balloon dilatation catheter allegedly broke, detached, and remained in the artery. It was further reported that the health care provider (hcp) retrieved the detached tip from the lesion. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment, the distal tip of the pta balloon dilatation catheter allegedly broke, detached, and remained in the artery. It was further reported that the health care provider (hcp) retrieved the detached tip from the lesion. There was no reported patient injury.